Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed an unexplained power on reset event on (B)(6) 2014. The battery compartment was found to be cracked below the grip pad. The returned battery cap height and width measurements were within specifications. The battery cap tightly secured to the pump and the pump was able to power on. The pump was exercised for 24 hours with no power issues or call service alarms. The pump case was removed; there was no evidence of moisture or loose components found inside pump. The reported intermittent power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported an intermittent power issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.6